Event description:
The customer obtained multiple, non-reproducible, higher than expected, vitros amon quality control results (qc fluid biorad 2 = 101.1, 102.9 vs. Expected result= 81.4 umol/l) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected; vitros amon quality control results were obtained on a vitros 5600 integrated system. An ocd field engineer cleaned the microslide incubator and replaced the incubator evaporation caps to return the system to expected performance. The root cause of the event is instrument related. There was no evidence that a reagent related issue contributed to the event.